Event description:
One day after the pt underwent a three hr procedure during which the device was used, the pt complained of difficulty speaking and was coughing up "material." The pt was referred to the ER where steroids and antibiotics were administered. The pt outcome is not known at this time. Subsequent contact with the or supv determined that at the time of the event, the devices were being cleaned with amerse, a phenol based soap, contrary to the product labelling. The site reported they discontinued use of this product after a co's rep notified them that the labelling warning against use of such cleaning agents.